Event description:
It was reported to boston scientific corporation on july 08, 2008, that an excelon transbronchial aspiration needle was used during a needle aspiration procedure in 2008. According to the complainant, during the procedure the needle "partially separated from the catheter" but did not require any intervention to remove the device. The procedure completed with a second excelon transbronchial aspiration needle. No patient complications were reported as a result of this event and patient's condition was reported as "fine."

Manufacturer narrative:
The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record (DHR) of the pertinent lot revealed no anomalies. A review of the complaint database revealed that no additional complaints have been reported for this lot. The july 2008 15-month pulmonary biopsy needle product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.